Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as feeling tired and headache. Customer treated with manual injection customer's blood glucose value was 375 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump had a motor error alarm after exposure to CT scan. Troubleshooting was performed and completed. The product was returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. No motor error alarm or button error alarm during testing noted. Motor passed motor test.